Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited increasing system impedance measurement greater than 130, however, remained within normal limits. This s-ICD system remains in service. Troubleshooting options were discussed. No adverse patient effects were reported. Additional information was received; a defibrillation threshold (dft) test was performed with the device successfully converting. No adverse patient effects and no further actions taken on this s-ICD system. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited increasing system impedance measurement greater than 130, however, remained within normal limits. This s-ICD system remains in service. Troubleshooting options were discussed. No adverse patient effects were reported. Additional information was received, a defibrillation threshold (dft) test was performed with the device successfully converting. No adverse patient effects and no further actions taken on this s-ICD system. No additional adverse patient effects were reported. Additional information was received, during shock delivery this device recorded a high withing range shock impedance measurement of 125 ohms. No adverse patient effects were reported.